Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that prior to a cataract extraction procedure the system reported occlusion. There was no error message displayed. There was no patient involvement. Additional information was requested and received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. There was no mention of the handpiece being tested. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).